Manufacturer narrative:
The log file analysis for both devices revealed that both units have detected during the course of events an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstations initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state and the user was able to restore function in each case; no patient consequences have occurred. A subsequent power-on-self-test was passed w/o nonconformities and the device was fully functional afterwards. The issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be a strong esd discharge. This would match the users' description of event insofar that reportedly the issues occurred during mode changes i.e. During interaction of the user with the device via touch screen. The design is compliant to iec 60601-1-2 - however, disturbances beyond the immunity barriers may occur.

Event description:
It was reported that with 2 different machines during separate cases, the keypad would not respond to intended mode changes and the devices displayed failures of the gas mixer. The users had to reboot the units to restore function.